Manufacturer narrative:
Continued from d11-500 ml kabi bag lot 14mb7324 exp 01/2021 dextrose 5% injection; non-bd secondary set ;spiros adapter the customer¿s report of leaking from a hole in the pump segment was confirmed during visual inspection and the leak was replicated during functional testing. Visual inspection of the primary set underneath a microscope observed a small hole in the silicone segment tubing just below the upper fitment. Functional testing confirmed the leaking at the location of the hole. The root cause of the small tear in the silicone segment tubing was not definitively determined. However, it is likely that the damage occurred during patient use as no issues were reported during priming of the set. Previous investigations have shown that this type of damage to the silicone segment tubing and upper fitment is consistent with a set misload into the pump module device. The root cause of the small tear in the silicone segment tubing was not definitively determined.

Event description:
It was reported that the user inserted the primary set into the device, loaded from "bottom to top" to prepare for a secondary infusion of irinotecan(20mg/ml/500ml d5w)410 mg (20.5 ml). After 90 mins into the infusion the device alarmed for air in line, upon closer observation the user noticed the set was leaking from a hole in the pump segment . Other infusion at the time of the event saline at an unspecified rate. Both lines were attached to a trifurcated adaptor which was attached directly to the patient¿s IV cathlon.the customer stated that there was no report of patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Concomitant medical products: primary, secondary, trifurcated adaptor and IV cathlon,1000 ml IV saline bag, 250 ml IV saline bag, irinotecan IV bag. Requested patient demographics however customer declined to answer.

Event description:
It was reported that the user inserted the primary set into the device, loaded from "bottom to top" to prepare for a secondary infusion of irinotecan. After 90 mins into the infusion the device alarmed for air in line, upon closer observation the user noticed the set was leaking from a hole in the pump segment . Other infusion at the time of the event saline at an unspecified rate. Both lines were attached to a trifurcated adaptor which was attached directly to the patient¿s IV cathlon. The customer stated that there was no report of patient harm.